Manufacturer narrative:
(B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   Tvt insertion date provided as (B)(6) 2009 conflicts with timeline of events, therefore requests for clarification have been initiated.   Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure clarify date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?   Adverse events associated with patient's first event reported via mw # 2210968-2021-05823. Adverse events associated with patient's third event reported via mw # 2210968-2021-05825.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and the mesh was implanted. It was reported that the patient noticed exposed fibers of the device in (B)(6) 2008 during intercourse, but there was no injury. A few exposed fibers were present during a follow up in (B)(6) 2008. The patient underwent excision of the exposed device fibers on (B)(6) 2008. Additional information was requested.